Manufacturer narrative:
A medtronic representative went to site to test the equipment. It was reported that after the procedure, a check of the ndi toolbox displayed possible faults with camera. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that during electrode and probe placement, after aligning the target, the dot was jumping around the alignment circle. It was reported that the surgeon proceeded with lead placement and was inaccurate bilaterally by about 3 millimeters. It was mentioned that there were patient complications that may or may not be related to medtronic product use. Between lead placements, the patient blood pressure dropped and patient was unresponsive for 5-10 minutes. The patient's blood pressure returned and the procedure completed with patient blood pressure normal. There was no indication from surgeon whether or not the complications were related to medtronic products. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.

Manufacturer narrative:
Additional information: the reported issue was reviewed by medtronic personnel. The review found that intra-operative hypotension is an inherent risk associated with the procedure. The reported issue was reviewed by medtronic personnel. The review found that the software of the navigation system functioned as intended as the probe tip will move when zoomed in.